Event description:
For hemostasis dr. Is using surgiflo with no thrombin for his need to control epidural oozing and to pressurize the drill holes for the pedicle screws. Recently a pt suffered a pulmonary embolism and dr. Feels that the surgiflo entered the vascular system post-op, resulting in the pulmonary emoblism.